Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced for what appeared to be a product performance anomaly. Other than the intervention no additional adverse patient effects were reported. This rv lead has not been returned for analysis. Additional information was received stating that this right ventricular (rv) lead was explanted due to a micro dislodgment. Other than the intervention no additional adverse patient effects were reported. This lead has been returned for analysis; however, investigation analysis has not been completed at time of submission of this report. A supplemental report will be submitted once device analysis has concluded.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced for what appeared to be a product performance anomaly. Other than the intervention no additional adverse patient effects were reported. This rv lead has not been returned for analysis.